Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported when the ecs25 was fired, the surgeon did not hear or feel the crunch of the cutting washer. When he tried to open the screw 3/4 turn, it would not release. Upon inspection, a 1 cm circumference of the staples did not fire and the donuts were incomplete. Dr placed four sutures in the anastomosis and checked with a betadine solution for leakage, there was none. There was no consequence to the pt.